Event description:
The customer reported the system had continuous x-rays. The fse reported the system had a communication error and locked up. The live images did not update. There was no uncommanded x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.